Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff with xpedient delivery system was inserted into a pt for the endovascular treatment of a type I proximal endoleak in 2003. Aneurysm morphology is unk. It was reported that the pt's anatomy was slightly tortuous. The pt was reported to be very sick and was not a candidate for conventional aneurysm repair. The pt was reported to have been implanted with an ancure bifurcated stent graft that has since developed a type I endoleak due to device migration. It was reported that an aneurx aortic extension cuff was inserted into the pt and the delivery system kinked. The graft cover reportedly split circumferentially and the device was removed from the pt. It was reported that a conduit was sewn in to bypass some of the tortuosity in the iliac artery and another aneurx aortic extension cuff was inserted into the pt. The device failed to advance and was removed from the pt. It was reported that the iliac artery was ballooned three times in three different places. The device was inserted, but the delivery system kinked and was removed from the pt (MFR report# 2953200-2003-01316). The pt was not treated. No sequelae were reported and the pt is reported to be fine. The device was discarded, will not be returned for evaluation.